Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor electrode was impossible to see and the sensor electrode was retracted. The customer stated that the sensor had other malfunctions such as sensor signal not found, impossible to start sensor, adhesive patch anomaly and the tape peeled off after 24 hours of use. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.